Event description:
It was reported that the device was found leak in the blue site (marker). No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of leaks from the safestep infusion set was confirmed. One 20g safestep infusion set was returned for investigation. The safety mechanism was engaged over the needle tip. A functional test revealed fluid leaking from the side of the white valve cap during infusion. Impressions from forceps were observed in the material adjacent to and opposite from the crack. It appears that the force applied to the y-site to create the impressions most likely caused the material to crack.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascss0246 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the device was found leak in the blue site (marker). No other information was provided.